Event description:
It was reported that the insulin pump had many scratches and a worn display screen. The reporter declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked display window corners, and a cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.